Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was low. No programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported events of low pacing lead impedance, lead fracture and noise were confirmed. As received, a complete lead was returned in one piece. A clavicular crush damage was found distal to the suture sleeve tie impression damaging both the inner and outer insulations and fracturing all the filers of the outer coil. X-ray examination verified that the inner coil was not damaged but all filers of the outer coil were fractured in this region. The cause of the reported events was due to clavicular crush damage.

Event description:
New information received notes the right ventricular lead had noise and fluoroscopy confirmed fracture. The right ventricular lead was explanted and replaced. The patient was in stable condition.